Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the internal iabp frequency key, iabp fill mode key and the up arrow key do not work. The company representative replaced the keypad assembly (part number 0331-00-0101) and the overlay main keypad (part number 0330-00-0019-01). The iabp was tested to factory specifications. It functioned normally and was released to the customer. The parts replaced were received by the manufacturing facility at (B)(4) for evaluation. The evaluation on the key pad assembly showed that the 2 red led's leads for the assist/standby key have burn marks from the back of the led, down the leads and into the board. The evaluation of the overlay main keypad is in progress. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the keypad was not fully functional as a few keys were not working. No patient was involved.